Event description:
It is reported that the patient was is experiencing pain.

Manufacturer narrative:
The products were not returned, therefore, their conditions cannot be described. The DHR's were not reviewed, as their root review would not assist in determining the root cause of the complaint. The devices were used in the treatment of a medical condition. One page of primary operative notes was provided, which appears to be incomplete. No indication of a root cause can be observed within these notes. Product compatibility was reviewed with no issues noted. No additional complaints have been received against the manufacturing lots of the products involved. With the information provided, a definitive root cause cannot be determined, however it is not suspected that the devices failed to meet specification.